Event description:
A 20 mm diameter x 12 mm diameter x 13.5 cm length aneurx bifurcated and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unk. It was reported that the physician had implanted the stent graft system and then elected to angioplasty the stent graft. It was reported that the physician oversized the balloon at the contralateral gate resulting in separation of the iliac limb, and the bifurcated stent graft. The physician elected to convert the device to an aorto-uni-iliac system with the use of aortic cuffs and performed a femoral-femoral bypass. The procedure was successful and at the end of the procedure there were no endoleaks present. No additional info was received and the pt is reported to be fine.

Manufacturer narrative:
Continued from block h6: eval codes, results: 208 incorrect technique, procedure (over angioplasty of the stent graft), 313 inherent risk of procedure (endoleak), eval codes, conclusion: 61 device failure related to user handling (over angioplasty of the sent graft).